Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was tubing connector. The infusion set was in use for two days. No further information available.